Event description:
No additional or corrected information to report.

Manufacturer narrative:
Method code was updated to 4114. Results code was updated to 3221. Conclusions code was updated to 4310. Narrative/data was updated. The reported device was not received for evaluation. Therefore, visual evaluation could not be performed. Functional testing and dimensional analysis could not be performed either since the product was not returned. The reported condition of abutment came loose in patient's mouth was not confirmed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Lot number is not provided / unknown. Additional 510(k) number is k013227.

Event description:
Doctor reports that the hla5g abutment came loose in patient's mouth. Tooth site #31.